Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he received two no delivery alarms in a row and once by itself. The customer stated that there may have been air in the tubing and there was an air bubble in the reservoir. Blood glucose value was 71 mg/dl. The customer stated he was able to clear the alarm and declined troubleshooting. The device will not be returned for analysis.